Manufacturer narrative:
A ge rep evaluated the system and found and replaced a burnt capacitor on the low voltage power supply board. The system operates as intended.

Event description:
The customer reported there was smoke coming from the system. No pt or staff injury was reported.